Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure performed on (B)(6), 2010. According to the complainant, after two passes with the rx cytology brush, when the nurse attempted to use the rx cytology brush again, the handle broke off. The procedure was completed with another rx cytology brush. No patient complications were reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; the outer wall of the extrusion was torn jaggedly in the guidewire lumen.

Manufacturer narrative:
A visual evaluation of the returned device found that the thumbring cannula was bent and broken. The working length of the device was found to be kinked in multiple places. The outer wall of the extrusion was torn jaggedly in the guidewire lumen for a length of 5.7 centimeters in the distal direction from the distal end of the guidewire lumen. A functional evaluation found that the brush of the device could not be actuated due to the damage to the device. It is most likely that during use the device became kinked along the working length, which caused led to resistance at the handle. The resistance at the handle most likely caused the cannula to bend and break. Therefore, the most probable root cause is operational context. (B)(4).